Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that device malfunction with the right lead was suspected because it migrated and had high impedances. The symptoms of suspected lead malfunction and lost of coverage was due to fall. The patient underwent a revision procedure wherein the ipg and lead was replaced. It was noted that there was no device malfunction suspected with the ipg. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.